Manufacturer narrative:
Additional information added to: g3: foreign.

Event description:
It was reported that while levophed was infusing, the device had a communication error during patient transport to CT scan. The patient's blood pressure went low. The nurse had to take the tubing out of the device and squeeze the medication bag in order to deliver the medication to the patient. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that while levophed was infusing, the device had a communication error during patient transport to CT scan. The patient's blood pressure went low. The nurse had to take the tubing out of the device and squeeze the medication bag in order to deliver the medication to the patient.